Event description:
Ventilator set up and placed in "standby mode" awaiting pt's arrival. Ventilator would not go out of "standby mode" after repeated attempts. Ventilator taken out of service for analysis.